Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high and low blood glucose readings. The customer's blood glucose reading was 46 mg/dl. The customer experienced low readings for the last 2 months. Based on the data, the customer had a lot of high and low readings. The insulin pump will not be returned for analysis.